Event description:
Tested positive for autoimmune markers after having great difficulty breathing. Prior to this time, I was in perfect health (I lift weights, teach yoga, do pilates, and have a personal trainer). The breathing difficulty became progressively worse, but doctors could not pinpoint a disease. I feel the breathing problems were caused by the silicone breast implants that I had for 15 years. Based on the bii research I've done, in which my symptoms all indicated this disease, I had them removed last week. I am praying that I will soon be able return to my previous state of health and activity. Patient code: 2015, 1816, 1924. Device code: 2993. Reference report: mw5181345.